Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va01dyk serial# implanted: explanted: product type lead product ID 3889-28 lot# va1xvzr serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va01dyk, ubd: 05-jul-2016, UDI#: ; product ID: 3889-28, serial/lot #: va1xvzr, ubd: 01-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp believes there is a fractured lead left in patients' left side and also an x-ray from (B)(6) 2019 also shows an additional abandoned, full lead. The hcp read from the operative report from (B)(6) 2012 where the surgeon indicated that the "lead broke and was left in place". The hcp was unable to confirm part numbers. No further complications were reported at this time.

Manufacturer narrative:
After further investigation initial device information that was reported was found to be incorrect. Corrected device information is included in section d and below. Continuation of d10: product ID 3889-28 lot# j0555410v serial# implanted: (B)(6) 2005 explanted: (B)(6) 2012 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient has a history of frequency, urgency, and pelvic pain. The leads that were remaining were removed on 2023-04-12. The device was removed and replaced with an MRI compatible device on the same day.